Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The two imp,tm,3.7mmx16mml,mtx fu (tmtb16) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 21 and 22 (fdi) and used for approximately 4 years prior to the notification date. The customer has provided additional pictures and x-ray images of the product. The returned product image shows the top portion of one of the implants, which is fractured from the tm junction. Four x-rays were provided showing the integrated two point bridge, and subsequently the same implant portion fractured off the base. Only one implant is noted to be fractured over the course of this timeline (x-ray 1). Device history record (DHR) review was completed for the subject lot number 62616752. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62616752) for similar event and no other complaint was identified utilizing keyword(s) "fracture". Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed for one of the two reported implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. UDI not available. Email address unknown / not provided.

Event description:
It was reported that implant placed on 2017 fractured. Implant was perfectly integrated , the patient did not report any particular problem until the fracture. The patient had recently complained about micro movement in his prosthesis. After removing the prosthesis to check the micro-movement, the doctor noticed that the implant was broken just above the trabecular cartridge , only the upper part of the implant has been removed. Doctor reported that also the bar holding the implant fractured.